Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that his implant battery used to last a day to a day and a half, but now it's lasting less than a day. Patient said he switched stimulation group, but switched it back, and the battery depletion rate is still the same with the assumption the battery was full. When he started usage. Issue started a week and a half ago. Technical services(ts) reviewed that since usage and battery charge level didn't change, then ts can't account for why the implant battery is depleting quicker, thus, patient should follow up with hcp to investigate further. No symptoms were reported.